Event description:
It was reported by the nursing staff, from the cardiac critical care unit. That they are dissatisfied with keep-vein-open high priority alert volume with version 12, during multiple infusions. There was patient involvement. No patient impact was indicated.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.